Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a broken doppler battery cover which caused the battery to fall out. There was no patient involvement.

Manufacturer narrative:
In order to fix the issue, the fse replaced the doppler ultrasonic iabp assy (0154-01-0001). The fse the performed a preventive maintenance and the unit passed the electrical safety test. The unit was then cleared for clinical use.

Event description:
N/a.